Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents noticed that the user had insufficient hearing performance with the device. The user was going to be re-implanted on (B)(6) 2020.

Event description:
The parents noticed that the user had insufficient hearing performance with the device in (B)(6) 2020. The user's hearing performance with the device was good before that. A sudden change in hearing performance was noticed. There was no redness or swelling around the implant and there have been no changes to the user's health or medication. It was later reported that the user sustained a trauma.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.